Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failures were confirmed. Based on the results of the investigation, the cut of the universal cable was likely due to stress, and the image noise was likely due to a malfunction of the coupled circuit device (ccd) unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the deflectable videoscope intermittently did not display an image. Additionally, there was a reported damage to the cable. This occurred during preparation for an unspecified procedure. There was not report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.